Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures in the femoral artery was attempted using a prostar xl device. Reportedly, during deployment, the device was held at an angle of 45-degrees to the longitudinal plane of the artery. During deployment of the needles, one of the four needles was missing and was found deployed in tissue of the patient. The needle was removed with a clamp. The device was removed over a guide wire and the suture from two of the four needles was set to the side. After conclusion of the aaa repair procedure, the knot from the prostar xl suture was used with a vessel patch at the access site to achieve hemostasis. The procedure was performed under general anesthesia. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure of a needle to deploy was confirmed as it was noted that the posterior medial needle was exposed outside the barrel with a needle strike mark observed on the posterior side of the barrel face suggesting that the needles may have been deflected by an unidentified cause resulting in the needle not presenting at the hub. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.